Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error, unexplained no delivery alarm and insulin pump rejecting new battery. The customer¿s blood glucose level was unknown at the time of the incident. Customer declined to troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery test, motor error alarm, excessive no delivery alarm and no low battery alert noted. Motor passed motor test.